Event description:
Pt was attempting to get up from the stretcher to use the restroom. His son put the siderails down and the pt sat up on the side of the stretcher. The pt slid forward, putting pressure on the siderails with his legs and didn't realize his finger was trapped between. The patient's right index finger was partially amputated at the tip.